Event description:
It was reported that the atrial lead exhibited a sensing anomaly. The patient experienced an inappropriate shock. The lead was deactivated by reprogramming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.